Event description:
It was reported to resmed (B)(6) that a patient manually stopped the ventilation on an astral device and was unable to restart the device 15 minutes later. There was no patient injury reported as a result of this incident.